Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke during sewing of bridging vascular tissue. There were no adverse patient consequences reported. No additional information was provided.